Event description:
It was reported that the patient's device was removed during an emergency decompression surgery. Following the procedure, the patient experienced paralysis in both legs. The physician did not believe this to be related to the device. The patient has since been transferred to a different facility for physical therapy and is recovering. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.